Manufacturer narrative:
The device remains implanted and will not be returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - summit, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm tendyne mitral valve was successfully implanted in a patient. The patient was administered protamine, norepinephrine, vasopressin, and 19000 iu of heparin for procedure. On (B)(6) 2025, a transthoracic echocardiogram confirmed a moderate circumferential pericardial effusion. The patient was hospitalized. On (B)(6) 2025, the patient also went into rate controlled atrial fibrillation. The decision was made to perform a pericardiocentesis with drain insertion. No intervention was performed due to the atrial fibrillation. On (B)(6) 2025, the patient spontaneously converted back to sinus rhythm. On (B)(6) 2025, the drain was removed. The patient was discharged at the time of report.

Manufacturer narrative:
An event of pericardial effusion and atrial fibrillation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. The cause of the reported atrial fibrillation could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.